Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received pump error alarm. The customer experienced high blood glucose levels of 18.5 mmol/l and treated it with manual injections. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed the displacement test. While performing self test, the insulin pump received hardware low level failure alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected no motor movement noted. Motor was tested outside device and passed. Hardware low level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 6 (sda) on keypad assembly.